Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-02989. It was reported that the pacemaker dependent patient presented for normal device changeout procedure on (B)(6) 2019. During the procedure, it was noted that the competitor right ventricular lead was compromised. The lead was cut but not capped, and it was replaced. The patient was stable throughout the procedure. Later, on the same day, the patient presented to the hospital due to pacing levels dropping. Upon exam, no anomalies were observed, and the patient was transferred to another facility and continued to be monitored. An episode of ventricular standstill was noted. The patient underwent a pocket revision on (B)(6) 2019. During the procedure, the set screw appeared to be loose. Crosstalk was observed and was believed to be due to proximity to the previously abandoned competitor lead. It was suspected that crosstalk between the two leads may have caused the inhibition of pacing. The lead was explanted and replaced, and a new competitor atrial lead was implanted with no complications. Once the rv lead was explanted, an insulation cut in the lead around the suture sleeve was observed. The physician examined the explanted lead and suspected the cut may have happened at the time of explant. The patient tolerated the procedure well and was stable throughout the procedure.